Event description:
A customer reported obtaining low rbc recovery on patient samples on their lh750 analytical station. Erroneous results were not reported outside the lab and there was no death, injury or affect to patient treatment as a result of the event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed that the rbc results were low; he later discovered that solenoid valve vl11 was not always opening due to a defective actuator. The fse replaced vl11 and the actuator resolving the reported issue.upon recur, the rbc count valve malfunction (solenoid valve vl11 not opening) could impact rbc and plt parameters. This could cause erroneous patient results that could be flagged, un-flagged or non-numeric. (B)(4).